Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. Two years post index procedure the aneurysm sac measured 54mm. Four years post index procedure the aneurysm sac measured 70mm. Five years post index procedure the aneurysm sac measured 88mm. Currently, the proximal neck is 20mm in diameter and 13mm in length. The neck angulation is 20 degrees. It was reported that a follow up CT scan identified a distal type I endoleak due to loss of seal. The physician stated that the cause of the event was due to disease progression. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.